Event description:
It was reported to (B)(4) service and repair: sales consultant reported that prior to surgery, during testing process it was discovered that a small battery drive is not working. Spare device was available to complete the procedure. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.